Manufacturer narrative:
Additional information added to b2, b5, e1 and h6.

Event description:
On an unreported date, the ingrown retention plate was operated in the hospital, and the patient was admitted as an inpatient. The patient did not recover well from the operation and went to the skilled facility for rehab. The patient was feeling better and should be discharged shortly.

Manufacturer narrative:
Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2025, the patient reported that some fluid was leaking from the stoma and the stoma was reddened. About two weeks ago at a clinic visit, it was discovered that the inner retention plate had grown in. The date for surgery to remove the ingrown retention plate was planned for (B)(6) 2025.